Event description:
Olympus (oekg) was informed that during inspection before use, an e433 error occurs after switching on the customer high frequency electro-surgical generator. No procedure was involved and no death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection was able to confirm/reproduce the customer¿s reported issue, e433 error occurs and repeatedly restarts after switching on. There are many e433 error messages in the recorded error log. The e433 issue was isolated to a defective generator board. Other inspection findings observed the display screen is a cosmetic scratch from wear, and an upgrade to the latest firmware is recommended. The legal manufacturer (oste) performed a review of the device history records and no non-conformities or deviation abnormalities were observed regarding the described issues. The e433 error is a known issue. A more in-depth investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Based on the legal manufacturer¿s investigation, the cause of the reported error is very likely due to a faulty generator board. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).